Event description:
On 2024-may-06 00799468 (rep): medtronic received information regarding an imaging system being used prior to a procedure. It was reported that the site was unable to initialize the system. They rebooted multiple times and the issue persisted. The issue was found when attempt to power up in the storage area where the system was stored. There were no patients present and the surgeries scheduled for the day were rescheduled to after the system was repaired.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The software was reported to have failed. The issue was resolved after a software update. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.